Event description:
It was reported that the patient developed deep vein thrombosis approximately six (6) days following right knee arthroplasty and required anticoagulation therapy. Reportedly, the patient has since improved. No intraoperative complications were noted during the initial procedure. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona trabecular metal cruciate retaining narrow porous femoral component catalog #: 42502206402 lot #: 65781856, persona medial congruent articular surface right 12mm catalog #: 42522100812 lot #: 65376753, persona all-poly cemented patella 35mm catalog #: 42540200035 lot #: 66443503. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records were not reviewed as the reported event was determined to be unrelated to the zimmer biomet devices. Procedural-related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. Based on the information provided, the root cause is attributed to non-device related factors. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2024-02448; 3007963827-2024-00291; 0002648920-2024-00239.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b6, b7, g3, g6, h2, h11.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. Additional records received were reviewed, however, the root cause remains not device-related, as the reported event is procedure-related.